Event description:
Procedure type: inguinal hernia repair. Reportedly, the peritoneum was 'sticking" to posterior rectus sheath, so the doctor inserted and removed the endoscope a few times in order to separate it, this created a small tear in the upper seal of the device. The doctor decided to convert the procedure to open to finish the case.